Event description:
Tangible boost ((B)(6)). Following the purchase of an expired tangible boost box, and subsequently reporting the issue to the manufacturer/vendor, initiated a change to the product's shelf life itself, saying it's shelf life will from now be extended from 12 month to 30month, without providing any sort of official or FDA (food and drug administration)-stamped proof of extensive change control stability test results supporting the legitimate alteration of this entire line of product's shelf life. Only a brief and short memo pdf report (tangible boost shelf life extended_(B)(4)) was provided to me over email. I was expecting some more extensive risk evaluation study report was expected for FDA-regulated product before undergoing such a sensitive alteration of an official's product's specifications.